Event description:
A customer reported a problem with their pump cartridge not fitting properly, despite no visible damage or obstructions. The issue did not cause the customer's blood glucose level to exceed normal limits, remaining below 500 mg/dl. Technical support tried various troubleshooting steps without success, ultimately deciding to replace the pump. The customer, who was from the united states and had their pump under warranty, would use multiple daily injections as a backup therapy until their replacement pump arrived. Technical support provided guidance on how to store the defective pump before returning it, ensured the customer understood the training required for the replacement pump, and sent the replacement with updated software.